Manufacturer narrative:
A maquet field service technician (fst) visited the hospital and was able to confirm the described failure. One or more batteries of the stationary transformer station of the operating table system failed and therefore, no adequate voltage was available for the operating the table. Further investigation was initiated. According to our current knowledge, corrective actions in the field are not considered as necessary. No injury has been reported to maquet. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported that the functions for the electrical adjustment of the operating table system failed during a surgery. (B)(4).